Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while drawing chemotherapy, the 10ml texium syringe luer lock appeared discolored. The chemotherapy was removed from the syringe and the leur lock tip snapped off of the end of the barrel with minor amount of pressure applied. There was not patient involvement.

Event description:
It was reported that while drawing chemotherapy, the 10ml texium syringe luer lock barrel appeared to be discolored. When the chemotherapy was removed from the syringe, the luer lock tip snapped off of the end of the barrel with minor pressure applied. This occurred in the pharmacy therefore; there was no patient involvement.

Manufacturer narrative:
Product grid revise-suspect changed to from cad nfv to my8010: additional information added to: d1, d2, d4, & g5. The customer¿s report of of texium syringe looked to be discolored was not confirmed, however; the luer lock tip snapped off was confirmed. A photo provided by the customer observed a breakage from the collar to the syringe. The broken off "collar" piece was still affixed onto the texium connector the root cause of this failure was not identified as no product was returned.